Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04246. The patient received his scs system on (B)(6) 2010, including three leads (with the same lot number). It was reported the patient could not increase stimulation on his programmer. The patient was reprogrammed three times within three weeks, with invalid impedance changing on one of his leads each time. The patient reported frequent charging at his last appointment. Follow up revealed the patient had effective stimulation. No further intervention was scheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.